Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
--

Event description:
Boston scientific crm received information that this implantable right ventricular (rv) defibrillation lead was explanted due to a chronic issue of lead noise. A review of the stored episodes indicated approximately two seconds of asystole associated with the noise. A new rv lead was successfully placed. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead segment returned was performed. The lead segment returned was severed 505 mm from the terminal pin. The rs- conductor coils extend beyond the insulation to 508 mm. There were set screw marks noted on the is-1 terminal pin, is-1 ring and the distal and proximal high voltage terminal pins. All of the damage noted on this lead during analysis testing appears to have been induced during the explant procedure. The following is a summary of the lead damage; cuts noted in the suture sleeve and in the lead insulation in multiple places, an exposed proximal high voltage cable through a cut in the trilumen insulation, and a separation of the gore covering from the medical adhesive (ma) at the distal end of the proximal shocking coil. Blood/body fluid was also noted in the helix housing. Electrically the lead was found to be continuous. Analysis testing was unable to reproduce the clinical observation with the lead segment returned.